Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2017 with the following findings: review of the black box data revealed cs012 alarms recorded. On investigation, the pump powered on normally and was exercised for 24 hours without duplication of the alleged cs012 alarm. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.